Event description:
Baxter sales representative (bsr) called corporate product surveillance (cps) (B)(6) 2010, to relay customer report received the same day for unknown quantity of elcam three way large bore stopcock, product code (B)(4), lot number ur10a30011, in which a leak was detected on (B)(6) 2010. Per bsr, the problem occurred in the pediatric intensive care unit. The patient was critically ill and hypotensive. This patient was receiving dopamine and milrinone via the three way stopcock. There was a crack where the three ports are joined together. The nurse had to hold together the stopcock with her hands and act quickly to make sure this patient did not go into arrest. The patient suffered a hypotensive episode. A sample is available.

Manufacturer narrative:
(B)(4).sample received but evaluation not yet completed.a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes using comfort curve test strips: 102 mg/dl and 447 mg/dl; 140 mg/dl and 70 mg/dl. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
During a patient's call regarding an unrelated low drain volume alarm, the patient mentioned he had an infection and was on antibiotics. On 07/16/2010 during a follow-up call, the patient's peritoneal dialysis nurse indicated the infection was peritonitis and on 07/21/2010 the following additional information was obtained: the patient has been on automated pd therapy with local (pd4) ambuflex since (B)(6) 2010. The patient was diagnosed with peritonitis on (B)(6) 2010, when he reported having cloudy effluent and abdominal discomfort. On the same date, the patient was started on ancef 2 grams and fortaz 1.5 grams intraperitoneal once daily. The patient was not hospitalized and there was no exit site or tunnel infection. The patient's pd effluent was taken for analysis on (B)(6) 2010. The nurse indicated that by (B)(6) 2010, the patient's symptoms had already resolved but the antibiotics were continued until the culture came back on (B)(6) 2010, showing a negative culture (no growth), on which date, the antibiotics were stopped. The nurse indicated that the cause of the suspected peritonitis was that the patient had his fan on during therapy and contaminated his transfer set. The transfer set was not replaced and the patient is still using the same transfer set. The nurse indicated that the patient has recovered. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the product analysis lab received 2 used samples. Both samples arrived in an opened (B)(6) identified with code 2c6201 and lot ur10a30011. Both samples were visually inspected for any obvious cracking or breakage. Each sample was then underwater leak tested. Both samples passed the visual inspection, but failed the underwater leak test. A leak was detected between the stopcock handle valve body and housing. Visual inspection under a microscope showed that the off handle had been turned past the stop. When the stop is over ridden and the housing is deformed, a leak channel is created when the handle is left at that location. Batch review was performed on lot ur10a30011 which was manufactured on 01/30/2010 with satisfactory results.

Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4).